Event description:
It was reported that the customer was unable to fill the cartridge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge.